Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Event description:
The customer complained of discrepant glucose results for 1 patient from accu-chek inform ii meter serial numbers (B)(4). At 20:38 am the glucose result from the meter was 480 mg/dl using a fingerstick. The operator did not believe the result. At 20:47 am the glucose result from the meter was 162 mg/dl using a fingerstick. There was no adverse event. It was asked but not certain if the same finger was used for the measurements. The qc was acceptable within 24 hours of the day of the event. The suspect device was requested to be returned for investigation.